Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker detected high right ventricular (rv) lead impedance measurements. Isometrics and pocket manipulation were performed and oversensed noise resulted in 2-3 seconds of asystole. The patient is pacemaker dependent so surgical intervention was performed. The device was explanted and replaced while the rv lead was capped. No additional adverse patient effects were reported.